Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, user informed the technical support engineer (tse) that encountered error messages on the erbe unit while using bipolar energy. The tse reviewed the system logs and identified errors c-01 and c-33 from the erbe. The user switched to the bottom bipolar port, and the errors ceased for the time being. A field service engineer (fse) went onsite and was informed by the user that they still encountered similar errors after switching the ports during the procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated they attempted to use different erbe plugs, used different instruments. The problem continued intermittently throughout the case. Switching the bipolar seemed to work initially, however as the case continued it continued to give the error intermittently. It was able to be used for the rest of the case, it continued to give errors intermittently when attempting to use it. Surgeon was able to get it to work enough to finish the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the issue was confirmed through system log review, which recorded error u-02 and errors c-33 and c-01. Visual inspection indicated that the unit was in good cosmetic condition. During testing, the unit displayed error u-02 at startup. A review of the erbe log further identified an additional recorded error, c-00. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of customer reported error is attributed to a faulty electrical component inside the erbe generator.